Manufacturer narrative:
Manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history review is not required. Investigation summary: one powerline d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted approximately 4 mm from the distal end of the suture wings. However, the edge of the complete circumferential break appeared smooth with striations noted on the surface of the break. The distal catheter segment was not returned. The investigation is confirmed for the reported fluid leak and the fracture issue, as a split was identified between the catheter and red luer at the proximal end of the extension leg. The rupture between the red luer and its extension leg was small and granular. Upon infusion of the red luer, a leak from the rupture was noted. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 06/2023) the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post catheter placement, the catheter allegedly leaking from place where catheter meets the hub on the red lumen. It was further reported that a break was identified on catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 06/2023).

Event description:
It was reported that sometime post catheter placement, the catheter allegedly leaking from place where catheter meets the hub on the red lumen. It was further reported that a break was identified on catheter. There was no reported patient injury.